Event description:
On at least two occasions the base of the ventricular drainage system sampling port has cracked. This caused small amounts of csf to leak and is an infection risk to the patient, as it is a closed system with direct access to the patient's brain.